Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens -06.00 diopter, into the patient`s eye. The lens was removed due to the lens would not fit the patients eye. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned dry, and was returned loose in the lens box. Visual inspection found a haptic torn. There was residue and debris on the lens. Dimensional verification was performed and the lens was found to be in specification. D4: primary unique device identifier (UDI) #: (B)(4)"UDI related data quality updates only" h4: device manufacture date: 12-nov-2022. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b1: product problem b5: the reporter indicated the surgeon inserted and removed a 13.7mm vicm5_13.7 implantable collamer lens -06.00 diopter, during the same surgery due to excessive vaulting. The lens was replaced with a shorter length lens and the problem was resolved. H1: malfunction h6: health effect - impact code (f): 2199 h6: medical device problem code (a): 3189 claim # (B)(4).